Event description:
It was reported that the power supply no longer works. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Diagnosis performed by engineer: device arrived at the bench problem does not pass the daily self-test goes into error with message that the power supply is faulty, after analysis of the logs, it is necessary to replace either the capacity, the motherboard or the therapy card upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer declined the quote for repair. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the power supply no longer works. There was reportedly no patient involvement.